Event description:
It was reported that pump displayed malfunction code malf 9 with no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, was provided pump reset instructions, and successfully reset pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if malfunction returned, which customer acknowledged and understood.